Manufacturer narrative:
On (B)(6) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016, software investigation completed. Findings are that the image has a reduced field of view, however, image quality is satisfactory.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon had used 3 point tracer with a stingray tracker and after registering, deemed being accurate on the skin. After they reached the sphenoid the surgeon was touching bone while the software was showing 7 millimeters anterior to the bone. The surgeon opted to continue the procedure, allowing for the amount of the alleged inaccuracy. The surgeon was using the strain relief on the stingray. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.